Event description:
It was reported that the patient experienced recurrent low blood glucose events while using the ilet, and troubleshooting and education were provided with a recommendation to consult the prescriber for potential therapy adjustments. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of system alerts and alarms. Investigation of this case revealed no device malfunction identified from available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.